Manufacturer narrative:
The device history records are being reviewed. The device remained implanted. The investigation is underway.

Event description:
It was reported that approximately sixteen months post-implant, the pt presented with a thrombotic occlusion within the endovascular stent graft. Thrombolysis, thrombectomy, and angioplasty were performed with excellent results. There was no report of injury to the pt.